Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated that the spo2 was dropping off. It was unclear whether the device provided inops. No pt harm was reported.